Event description:
The pt underwent re-hospitalization and repeated angiography at a six month follow-up due to angina. The pt was revascularized on the target lesion due to in-stent restenosis. An additional bare metal stent was implanted and the event was resolved. No additional information was available.

Event description:
Additional information received revealed that the patient died a month after the treatment of in-stent restenosis, due to heart failure and renal insufficiency. The physician stated the patient's death was "unrelated to the investigational device" and "possibly related to the investigational procedure. The purpose of this supplemental report is to provide subsequent patient outcome only.